Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous left antebrachium shunt. A 5.0 x 40/40 sterling mr balloon catheter was advanced to the target lesion and during the first inflation at 4atms a balloon rupture occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).